Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during an unknown phase of pd treatment. Prior to discovery of the fluid leak, an air detected in cassette alarm had occurred. The patient was unable to bypass the alarm and had to cancel the treatment. When they opened the cassette door of the liberty select cycler, fluid leaked out. The patient could not locate the source of the leak. There was no reported damage identified on the cassette. The patient completed their treatment by performing a manual pd exchange. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd nurse of the fluid leak and subsequent cycler replacement. The patient received their replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set that was in use at the time of the event was reportedly discarded and therefore unavailable to be returned for evaluation.